Event description:
It was reported that the patient presented with back pain l4-s1 dist, radiculopathy and extremity pain. The patient was diagnosed with spondylolisthesis l5-s1, scoliosis l5-s1. The patient underwent an open anterior interbody fusion l4-s1. Rhbmp-2/acs and anterior instrumentation wereused. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged home. The patient's 30-day odi was 30. The patient developed atrial arrhythmia post-op, and a surgical site infection post-discharge.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
The patient presented for 30-day follow-up and his nrs was 2. The patient presented for 6 month follow-up and his nrs was 2 and odi was 29. The patient presented for 1 year follow-up and his nrs was 1 and odi was 36. The patient presented for 2 year follow-up and his nrs was 3, nrs extremity was 1 and odi was 17.77777778.